Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not functional. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not functional. There was no patient involvement.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed reported issue. Display would not work. Replaced the video monitor panel (0160-00-0113) and video cable (0012-00-1747). Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.